Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), system risk analysis (sra) and product return evaluation. ¿ the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿ physical examination and inspection of the returned catalytic decomp filter yielded no unusual anomalies, problems, or defects. The filter completed and passed the functional test cycle with no failures, faults, problems, or error. No smoke or mist was present and no odor and smell can be detected. The most likely assignable cause of the reported "haze/smoke" is the catalytic decomp filter. The field service engineer replaced the part and confirmed the sterrad® unit was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The catalytic decomp filter was replaced to resolve the reported haze/smoke issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
The customer reported "haze/smoke" was emitting from the top of the sterrad®100's unit. The customer was advised to ensure the unit is turned off. There has been no report of injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.